Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that this patient was undergoing defibrillation threshold (dft) testing, when they experienced a 16 second pause in pacing. The patient was also having episodes of ventricular tachycardia and ventricular fibrillation. Boston scientific technical services (ts) was consulted and stated that the device should continue to pace even during dft testing. Ts also suggested checking to see if the patient is programmed in aair, to see if there was any oversensing observed.